Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The procedure was a conscious sedation with 4d acunav case. There was a trivial effusion noted prior to procedure. During the procedure, the watchman access sheath (was) with the versacross connect were advanced into the right atrium (ra) and it was noted the superior vena cava (svc) was occluded. After the initial drop for transeptal puncture (tsp), the position was sub-optimal. The physician disengaged and advanced back into the high (ra) and re-attempted tsp. The patient became restless and had begun to cough. During the coughing and movement, the was sheath had crossed the septum without applying radiofrequency (rf) energy. The wire was advanced into the left atrium (la) and the patient began to decompensate. A large pericardial effusion (pe) was noted circumferentially. Pericardiocentesis was performed with over 900ccs of dark blood drained. The patient received one (1) unit of blood. The cardiothoracic surgeon was consulted, and the patient was taken to the operating room (or) for surgical repair. The surgical repair and clip were successful. The patient is expected to make a full recover. The patient was not under warfarin nor under antiplatelet drug at the time. The device is not expected to be returned for analysis. It was further reported that the wire was not exposed outside of the sheath and dilator. The sheath and dilator had crossed without exposure or rf energy. No imaging issues visualizing the wire or sheath. According to the CT surgeon, the perforation was at the ra / la junction. Versacross did not malfunction during the procedure. In the physicians opinion, versacross did not contribute to the complication. The patient was very frail. Act was therapeutic. Patient was discharged.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The procedure was a conscious sedation with 4d acunav case. There was a trivial effusion noted prior to procedure. During the procedure, the watchman access sheath (was) with the versacross connect were advanced into the right atrium (ra) and it was noted the superior vena cava (svc) was occluded. After the initial drop for transeptal puncture (tsp), the position was sub-optimal. The physician disengaged and advanced back into the high (ra) and re-attempted tsp. The patient became restless and had begun to cough. During the coughing and movement, the was sheath had crossed the septum without applying radiofrequency (rf) energy. The wire was advanced into the left atrium (la) and the patient began to decompensate. A large pericardial effusion (pe) was noted circumferentially. Pericardiocentesis was performed with over 900ccs of dark blood drained. The patient received one (1) unit of blood. The cardiothoracic surgeon was consulted, and the patient was taken to the operating room (or) for surgical repair. The surgical repair and clip were successful. The patient is expected to make a full recover. The patient was not under warfarin nor under antiplatelet drug at the time. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.